Manufacturer narrative:
This report is being submitted in response to information identified through a user voluntary medwatch submission. Beta bionics monitors voluntary medwatch submissions and evaluates reported information for complaint handling and applicable MDR reporting requirements. The information contained in the voluntary submission reasonably suggests a reportable event associated with this device.

Event description:
It was reported that a user experienced an urgent low glucose event while driving when the ilet insulin pump alarmed for low glucose, with a nadir reported at 48 mg/dl, after which the user ingested oral glucose tablets and later juice and glucose levels recovered; no additional device details, troubleshooting, or investigation could be conducted due to lack of contact information, and no hospitalization or medical intervention beyond oral carbohydrates occurred. Symptoms included hypoglycemia with shaking, sweating, and slurred speech. Outcomes included transient functional impairment necessitating unexpected medical intervention without hospitalization. Investigation included intake review of the voluntary report and evaluation for complaint handling and medical device reporting requirements. Investigation of this case revealed that the cause of the hypoglycemia remained undetermined because device performance, settings, and sensor data were unavailable, and no device component could be assessed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If further information is made available, a supplemental will be submitted.